Event description:
The pt, (B)(6) received an scs system including an ipg on (B)(6) 2010. It was reported that the pt observed the low battery warning on the programmer. Based on the pt's program settings, it was determined that the warning was related to battery passivation. Follow-up on this matter found that the warning has successfully been cleared.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.